Manufacturer narrative:
Concomitant medical products: dtbb1d1, crt-d, implanted (B)(6) 2016; 5076, lead, implanted (B)(6) 2005; 4245, lead, implanted (B)(6) 2009. Product event summary: performance data was received and analyzed. Analysis of the data indicated the impedance of the left ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the defibrillation coils on the right ventricular (rv) lead were exhibiting elevated impedance. The left ventricular (lv) lead also exhibited elevated impedance. The rv lead was removed and the patient receives pacing and sensing from a pre-existing lead while the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.